Event description:
The customer reported the ventilator failed the backup battery test. The customer reported there was no pt involvement.

Manufacturer narrative:
(B)(4). A follow up report will be submitted once the investigation is complete.